Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Block a: not available from facility. Block b3 & d10: exact date of event is unknown; therefore, 01feb2026 was listed. Block b6 & b7: not available from facility. Block c: not applicable for this device. Blocks d4, f9 & h4: the lot number was not provided, thus the following information is unknown: unique ID, expiration date, approximate age of device, and manufacture date. Blocks d6 & d7: not applicable for this device. Block e1: name listed is the speaker at the voc review. Blocks e1 & g2: country is united kingdom. Blocks h3: the lumiguide wire was discarded; thus, no product investigation was performed. Block h6: dissections during this kind of procedure are a known risk and are covered by the device risk management. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
During a voice of customer (voc) review, it was reported that, when a lumiguide wire is being used in an aortic procedure, there are more vessel dissections (. And 3042175841-2026-10504) as compared to non lumiguide cases. Additionally, the lumiguide wire does not meet performance expectations for crossing venous lesions when compared to other manufacturer guidewires. There was no device malfunction and no patient injury reported. This adverse event is being submitted because when a lumiguide was in use, a dissection occurred. There was no alleged malfunction with the lumiguide wire.

Manufacturer narrative:
Block b5/h2: this has been determined as no longer reportable due to duplicate reports. Although the facility contact for MDR #3042175841-2026-10503 and MDR #3042175841-2026-10504 do not align with MDR #3003768277-2023-10505 and MDR #3003768277-2023-10506, this was due to listing the physician that provided the information through the voice of customer (voc) platform. Therefore, the correct physician is the one listed in MDR #3003768277-2023-10505 and MDR #3003768277-2023-10506. Additionally, when the voc was reported, the alleged malfunction was for a fors device; therefore, it was assumed that it was for a lumiguide.

Event description:
Further investigation confirmed that lumiguide is not the correct device and should have been reported for an altatrack, which was already submitted under MDR #3003768277-2023-10505 and MDR #3003768277-2023-10506. Therefore, MDR #3042175841-2026-10503 and MDR #3042175841-2026-10504 are no longer reportable as these are duplicate submissions.